Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. The cause for the inability to power on is defective q600 (p-mosfet) and l601 (power smd inductor) components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective q600 and l601 components. The last patient to use this charger/modem did not report any deficiencies.